Event description:
It was reported that the recharger was not charging the implanted neurostimulator properly. Patient stated it was taking them 4 hours or longer to charge the implant from 60% to 100%. Patient confirmed they were able to charge on excellent quality, but the implant was still not charging efficiently. Patient denied seeing any error messages. Patient mentioned they had just had the battery pack replaced in the controller because they weren't seeing any words on it. See (B)(4) for report. Patient confirmed no rattling or shaking sounds coming from the controller. Patient said they had tried resetting the controller, but that did not resolve the issue. Agent had patient reset the controller and then start a charging session of the implant. Patient was able to start charging with excellent quality and the controller battery was at 100% and implant was at 60%. Patient stated it took over 3 hours to get to that point. Patient stated sometimes the paddle gets warm, and sometimes the recharger drains the controller battery. Patient mentioned this happened before, and the recharger paddle resolved the issue. See previous cases. The issue was not resolved. A request was sent to the repair department to replace the recharging antenna. Patient also mentioned that they had rechargers that had the same issue before. Patient stated event date was last friday.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed complaint unverified, no issues with finding or charging ins, passed all bench tests, no anomalies were visually observed and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.